Manufacturer narrative:
The manufacture previously reported in adverse event/product problem section both, which is updated as product problem. The outcomes attributed to ae section should be unchecked. The b5 section was previously updated as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep apnea. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete, but due to additional information the b5 section is updated with the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In device manufacturers section, previously the type of reported complaint was selected as serious injury which is updated to product problem. The coding in the patient outcome code grid and health impact grid are updated accordingly.

Manufacturer narrative:
The manufacture previously reported in adverse event/product problem section as both, which is updated as product problem due to addition of additional information. The manufacture previously checked in other option in outcomes attributed to ae which need to be unchecked and updated in this report. The manufacture previously reported describe event or problem section the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep apnea. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete which is updated to the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported no harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The type of reported complaint section in device manufacturers is updated with product problem which was previously reported as serious injury. Due to addition of new information the coding is updated in patient outcome code grid and health impact grid.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep apnea. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.